Manufacturer narrative:
Insulin pump was received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion and occlusion tests, prime/compromised force sensor system test, and unexpected restart error test due to motor error alarms. No loose drive support cap anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error after exposure to MRI. He customer¿s blood glucose level was 249 mg/dl at the time of the incident. The customer stated that the drive support cap was flushed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.